Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation. Three events were not duplicated; however, the devices were found to be out of specification. One device was found to be affected by worn components. One devices were found to be affected by internal corrosion. Three devices were repaired and returned to the account. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device reportedly overheated. Two events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.